Event description:
Zoll pads were placed on a patient for cardioversion. During the administration of the shock, the front pad made a pop/snap sound with a spark/arc. Pads were removed and the patient had superficial burn to the chest.